Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager door was failing to close correctly due to the buildup of ice inside the refrigerator. The refrigerator door was obstructed by the ice accumulation, which hindered its proper closure. A field service engineer advised the customer to defrost the refrigerator. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system had remote manager failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process. There were no adverse events or injuries reported based on this event.